Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead due to dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The measured full helix extension length was within specification.